Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a high-pressure alarm. Per reporter, the nurse explained reasons for alarm. Clamp closest to the pump was slightly. Opened clamp and screen read "stopped." Settings were reviewed and the reservoir volume was 80.3, rate 2ml/hour, given 13.75ml. The reservoir volume decreased to 80.2ml and the alarm started again. They moved tubing around and checked the connection and pump went back to run. The alarm returned/resolved off and on throughout the rest of the call. It did not stop when pressure applied to port site. The patient denied any swelling, pain, redness, leaking at port. They also denied tubing being pulled on throughout the day. They advised to power pump off and call for further instructions. Drug was 5fu.there was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation summary: no device was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.